Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson and the device failed the 30 psi occlusion pressure test. The failing value is unknown. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The 30 psi was recalibrated to value 243 after which the device met specification. The prior calibration value is unknown. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at mckesson and the device failed the 30 psi occlusion pressure test. The failing value is unknown. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The 30 psi was recalibrated to value 243 after which the device met specification. The prior calibration value is unknown. No patient involvement was reported.